Event description:
It was reported that the patient was found unresponsive in asystole and the cause was unknown. Log files were submitted for review. There was nothing notable in the log file until (B)(6) 2024 at 6:00 am when flow dropped from 4-5 liters per minute (lpm) to less than 1 lpm in the matter of moments. The log files also showed that the pump power dropped during this time. This indicated a possible obstruction of the blood flow pathway. The patient then passed away. The cause of death was not determined. There were no changes to patient condition or anticoagulation status. Additional review of the submitted log files captured a full battery depletion event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump stopping due to full battery depletion was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file (cs-198547) was submitted for review. Log files revealed low power advisory alarms captured on (B)(6) 2024 due to the battery voltage falling below the advisory threshold. At 7:49:55, the first low power advisory alarm activates, and it progresses to a low power hazard alarm at 10:34:36. The low power hazard alarm then progresses to a no external power alarm at 10:46:13. The progression of the low power advisory alarm to a low power hazard alarm to a no external power alarm alongside the gradual decrease in both bus and relative state of charge voltages is consistent with the 14-volt batteries draining. The backup battery immediately supported the system beginning at 10:46:13 and continues to for approximately 2.5 hours before it depleted at 13:14:54. The event following the final no external power alarm on (B)(6) 2024 was recorded as a default date of (B)(6) 2000 at 00:00:00 indicating that the controller had lost all power. The 14v batteries were in use for approximately 24 hours before the no external power alarms became active. There were no other notable atypical alarms active in the log file that would indicate an issue with the system controller. The heartmate 3 lvas instructions for use (IFU) and patient handbook explain the 14v battery charge level and fuel gauge display. The IFU and patient handbook explain all system controller alarms and informs the user to promptly connect to a working power source (power module, mpu, or two fully charged heartmate 14 volt lithium-ion batteries) in response to a low voltage or no external power alarm. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be connected to the power module or mpu during sleep or any time when sleep is likely. Since a sleeping patient may not hear the system controller alarms, the power module and mpu will echo the controller¿s alarms. The IFU and patient handbook also inform the user not to rely on the controller's backup battery as it will only power the pump for a limited amount of time; the backup battery is intended only for backup power during a power emergency. The device history records were reviewed, and the records revealed the universal battery charger (serial #: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.